Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the blade had broken pieces of plastic in the bag.the alleged issue was detected as clinician was preparing the device for use.no patient injury reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the blade had broken pieces of plastic in the bag. The alleged issue was detected as clinician was preparing the device for use. No patient injury reported.